Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.